Event description:
Report 1 of 2 received of two posterior foot breaks on the same pt. The physician attempted to preclose the femoral arteriotomy with the preclose a-t (the closer ak) device during an interventional procedure. It was reported that either a 19 fr. Or 20 fr. Arterial access sheath was used during the procedure. The physician deployed five closure devices. Four the five devices experienced cuff misses. The fifth device deployment was successful. The physician examined the four cuff miss devices and noted that two of these devices had posterior foot breaks. The vascular surgeon performed a cut down procedure to close the femoral artery with a suture. Following the procedue a sonogram was performed and the results were "fine". It was reported that the pt is doing fine to date.